Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle/cannula failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the cannula did not come out. He stated that the pink slide did not move forward. The patient's blood glucose read 271mg/dl after wearing the pod for less than an hour.

Manufacturer narrative:
The returned device was evaluated. Data download failed when connected to external power despite no signs of electrical component failure. Investigation found no defects that would cause a failure of the pod to deploy. Due to the data loss, a root cause for the reported event could not be determined.